Manufacturer narrative:
The estimated implant date is (B)(6) 2024.

Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable.